Manufacturer narrative:
Concomitant medical products: 638rl34 annuloplasty ring, implanted: (B)(6) 2020; 439888 lead, implanted: (B)(6) 2017; 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to syncopal episodes. Review of the cardiac resynchronization therapy defibrillator (crt-d) interrogation report indicated possible inappropriate shock for atrial fibrillation with rapid ventricular response that the device classified as ventricular fibrillation. Undersensing was noted on the right atrial (ra) lead which was not currently being used for timing. The device remains in use. No further patient complications have been reported as a result of this event.